Event description:
It was reported to ge that the table top can be moved laterally by pushing against it. This could result in a patient falling while being loaded onto or unloaded from the table. The table is designed with a mechanism to prevent the table top from moving. No injury was reported.